Manufacturer narrative:
PMA/510(k)#: k142688. The incident meets criteria for FDA MDR reporting based on the reporting precedence established for this product family for the non retraction of the needle and proximal needle breakage regardless of the patient outcome. The customers¿ complaint issue was reported as follows: ¿unable to pull needle back into sheath.¿ additional information: ¿was the endoscope in a flexed or twisted position at any time during the procedure? Slightly¿ this complaint is related to an echo-hd-19-c device of lot # c1071277. The echo-hd-19-c device involved in this complaint has been returned for evaluation. This echo device was received with the needle un-retracted and exposed from the sheath of the device. The needle was bent at the notch. The stylet was returned with the device and fully in-situ. The sheath of the device was fully intact and no damage was noted along the length of the sheath, however a severe kink was visible below the sheath extender when the sheath extender was positioned at reference mark 2. The distal sheath tip was examined but no damage was evident. The needle was confirmed to be broken below the sheath extender. The tip of the needle was examined and was confirmed to be intact however a severe kink was visible approx. 0.5cm from the distal tip at the needle notch. The needle tip was visually examined and no damage was noted. The customer complaint was confirmed as the needle of the returned device could not be retracted due to needle breakage below the sheath extender. The most likely cause of this needle breakage may be attributed to the needle kinking below the sheath extender which led to the breakage. The kinking below the sheath extender most likely occurred if the stylet is not inside the needle when advancing into the targeted site. It could also occur due to product handling when removing the device from the packaging or handling of the device while attached to the endoscope. If the handle of the echo device is not appropriately handled it is possible for the sheath to become bent/kinked due to the weight of the handle. As the needle was advanced/retracted during the procedure it is possible this kink would result in needle breakage. This would also result in the difficulties experienced by the customer in retracting the needle. The kink at the notch most likely occurred during product handling and transportation back to cirl. Prior to distribution, all echo devices are subjected to functional checks and 100% visual inspection to ensure integrity of the product. These inspections and functional checks are outlined in internal procedures in place at cirl. The precautions section of the instructions for use ifu0077-3 that accompanies this device instructs the user to: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". According to the initial reporter, the patient did not experience any adverse effects due to this occurrence and no section of the device remained inside the patient¿s body. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The echotip procore high definition ultrasound biopsy needle was placed down the scope by the user and into the stomach. One pass was obtained, however, when the physician attempted to pull the needle back into the sheath the needle would not retract. The needle and sheath were pulled up into the scope and removed from the patient.